Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapies. In (B)(6) 2011, the patient experienced peritonitis manifested by severe abdominal pain, indigestion and cloudy fluid. On (B)(6) 2011, the patient experienced severe abdominal pain. The patient performed a manual drain on the home choice device (hc) and noted a cloudy fluid. The patient went to the emergency room and took a testing kit. The cause of the peritonitis was unknown. Patient was treated with antibiotics in the pd bags. He stated that the patient was on a 2 bag system which was inoculated with cefazolin, tobramycin and heparin (doses and frequencies not reported). A sample of the drain bag was performed, which showed a cloudy fluid. The patient started treatment with ciprofloxacin (orally, 1 tablet 3 x /day for 14 days). The event of peritonitis was recovering. It was not reported if dianeal and extraneal therapies were ongoing. The reporter believed that the event of peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.